Manufacturer narrative:
During a visit at the customer facility, the arjo representative found the damaged citadel plus bed frame. One of the side rail panels was detached from the side rail mechanism. The bed was in use. No injury was claimed. The clinical consultant observed that the width extension sections which allow to extended the width of the bed were not used (the bed overall width is 40,6 in / 103 cm) although the mattress placed on the bed (arjo maxxair ets) was set on width 48 in / 121,9 cm). When extension frames were not used, the mattress could push on the side rail, resulting in their damage and subsequent detachment. The instruction for use for citadel plus bed frame (831.374-en) instructs user to: ¿always use a mattress of the correct size and type. Incompatible mattresses can create hazards.¿ ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ additionally, the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the above, it has been determined that the side rail was damaged by the pressure forces caused by too wide mattress inserted in the bed frame (whose width has not been extended to fit the width of the mattress). Arjo device failed to meet its performance specification since the side rail panel was detached from the side rail mechanism. The bed frame was in use. No injury occurred. This complaint is deemed reportable due to the safety side detachment.

Event description:
During a visit at the customer facility, the arjo representative found the damaged citadel plus bed frame. One of the side rail panels was detached from the side rail mechanism. The bed was in use. No injury was claimed.